Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown the initial reporter also notified the FDA on 11 december, 2020. . Medwatch report # (B)(4). Report source other: medwatch report device. Manufacture date: unknown. (B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of punctured tubing could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2477-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp bld180m 15d ss leaked. The following information was provided by the initial reporter: material #: 2477-0007 batch/lot #unknown. It was reported that approximately 10-30cc leaked out of clamp punctured tubing. Verbatim: blood tubing clamp punctured tubing. Blood leaked out. Approximately 10-30cc blood lost. Blood product did not touch patient or nurses. The writer and another nurse in room checking blood together per policy. Blood bag still intact and sterile.